Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device alarmed for low flow because of low speed setting from malfunctioning right ventricle. The right ventricle dysfunction occurred prior to the implantation of the pump. A low flow software upgrade was performed to resolve the low flow alarms. The patient was stable and transferred to the ward with good condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms can be confirmed by the onsite evaluation by an abbott representative; however, a specific cause for the alarms cannot be conclusively determined through this evaluation. A log file review revealed that the patient experienced no low flow alarms. No atypical events were captured. The pump appeared to function as intended at the set speeds. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. This IFU lists right heart failure as an adverse event that may be associated with the use of heartmate 3 lvas. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ in addition, this document outlines the recommended anticoagulation regimen and inr range. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.